Manufacturer narrative:
Investigation included a review of available event details and user feedback. Investigation of this case revealed no confirmed device malfunction based on the information provided. It was concluded that the event involved user-reported hypoglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced recurrent low glucose readings while using the device, with the cause of the hypoglycemia unclear and no associated alerts or alarms reported, and user education or troubleshooting was performed. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment or required medical intervention.